Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel and suction channel was unable to be further specified. Moreover, no deformation of the biopsy channel or suction channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function] 2. Immerse the distal end of the insertion section in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on connecting tube, due to pinhole, water leakage was observed. In addition, peeling of the connecting tube was observed. Dent on c-cover was noted. The reported issues were confirmed. Furthermore, evaluation found foreign material found to be coming out from the suction channel and forceps channel. Due to damage on suction tube in control section, foreign ,material found coming out of the distal end. These conditions attributed due to handling issue, insufficient cleaning . Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube has a wrinkle. Adhesive on a-rubber has a chip. Adhesive on a rubber has white clouded area. Adhesive around objective lens is peeled. Objective lens has a crack. Adhesive around light guide (lg) lens is peeled. Connecting tube has a scratch. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. Did not provided additional information. Performed brushing of the instrument channel, immersed device in the detergent solution. Concerns regarding reprocessing- facility did not put any comments, no information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with issues of coating and white lines at insertion tube coming off making it unclear, c-cover crushed (deformation of the insertion tube) and air/water leakages. No harm was reported. No patient harm, no user injury reported . Device evaluation , foreign material found to be coming out from the suction channel and forceps channel. This report is being submitted due to the finding of foreign material found to be coming out from the suction channel and forceps channel insufficient cleaning (handling problems) identified during device return evaluation .